Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they ran an impedance test at 1.5v and 360 pulse width and impedances using case were anywhere from 1500 to 1800 ohms. Other bipolar pairs were showing greater than 4000 ohms. They tried taking out the lead, wiping it down, and running it at 1.5v and it resolved some, but not all, high impedances. They had not tried running impedances at a different pulse width. The manufacturer representative retested impedances at 2.0v and 360 pulse width and this didn¿t resolve the issue. The health care provider (hcp) tugged on the lead and it felt secure in the header block. The blue marker was showing at the end of the header block. There was no trouble inserting the lead. They took the lead out and wiped it down and impedances seemed worse. After rerunning impedances they were showing 1 and 2, 2 and 3, and 0 and 2 at greater than 4000 ohms. Case and 2 was at 3700 ohms. The issue seemed to be with 2. This was a full implant as the patient was coming off a basic evaluation trial. An implantable neurostimulator (ins) was being used to test motor responses and they set up cycling and turned the ins on at 14 hz and 210 pulse width and the patient got motor response so they knew they were fine there. There was no visible damage to the lead. With impedances found on case and 2, 2 and 3, and 1 and 2, they still had good motor responses on all other settings on less than 2 amps. The patient felt a vaginal sensation at 0.5 amps post-implant on 0 negative and 3 positive programmed. No symptoms reported. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.